Manufacturer narrative:
(B)(4). This is in response to mw5089380. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. Patient did not provide permission to follow up with the healthcare professional. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided the following patient report: patient was injected in the face (right and left cheeks) with juvéderm voluma® xc (1 syringe per side). About thirteen days later, the ¿right side of [their] face started developing a large infection, which persisted on for 6 months. This has left facial indentations, scarring, and pain. The left side of [their] face (at 6 months post-injection mark) has now developed the same types of infections. Hylax has been injected multiple times to dissolve the product and help mitigate the infections.¿ patient later reported they were concomitantly injected around the mouth with one syringe of juvéderm® ultra plus and in an area where [they have a] scar with one syringe of an unknown type of juvéderm®; patient ¿experienced a reaction to the product shortly after.¿ a "large hematoma" on the right side of the face at the temple and "light swelling" on [their] whole face were also reported. Patient had a follow up appointment with the injector and was advised to allow 2-3 weeks for the symptoms to resolve. About a month after injection, patient reported that they woke up and [their] eye was "swollen shut" and [they] developed a "hard red patch" underneath the cheek bone that was hot to the touch. Patient was seen by the healthcare professional and was prescribed augmentin as treatment. The next day, the injector called and advised the patient to discontinue the augmentin and prescribed aurobindo and prednisone as treatment. Patient stated that since taking the medication the redness has improved some. No further information provided. This is the same event and the same patient reported under MDR ID 3005113652-2019-00716 (allergan (B)(4)) and MDR ID 3005113652-2019-00717 (allergan (B)(4)). This MDR is being submitted for juvéderm® ultra plus.